Manufacturer narrative:
A field service representative inspected the analyzer, checked the gains and verified the instrument was working within specification. Review of the data provided by the customer found both runs generated nvwbc flags on both instruments. The scatterplot also indicates increased presence of cells in the non-viable area and poor separation of wbc subpopulations. This information suggests the issue is specific to the integrity of the sample. Review of product historical data for any trends and complaints received for this issue did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the cell-dyn sapphire analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed neutrophil results for one patient sample on the cell-dyn sapphire analyzer. Sample ID (B)(6) generated initial results of 0.258 and retest results of 0.851, 1.23 and 1.33. No adverse impact to patient management was reported.